Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event for menstrual products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross dir.

Event description:
Event verbatim [preferred term] thermacare lower back and hip - blisters on her back / she wore a lower back and hip wrap and her pants were too tight and she developed blisters on her back [blister] , her pants were too tight/if she hadn't been in such a hurry and had put on looser pants then she wouldn't have had such a problem [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. This elderly female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date to an unspecified date at unknown dose since back was hurting. Medical history and concomitant medications were not reported. In 2006 or 2005, the patient wore a lower back and hip wrap and her pants were too tight and she developed blisters on her back, so she had not used the back wraps since then. She stated that the blisters from the lower back and hip wrap were her fault. Her nephew was dying, he was like a brother, and she was in a rush to get to the hospital. This was either the first part of 2006 or last part of 2005 when this occurred. She just put on the wrap because her back was hurting and quickly put on some pants and by the time she got to the hospital, she unbuttoned her pants right there in the room, and took off the wrap and she had some blisters on her back. If she hadn't been in such a hurry and had put on looser pants then she wouldn't have had such a problem. Action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: the pcom search returned a total of 350 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products, refer to the attached trend chart for apr2016-apr2019. There is no further action required. The adverse event safety request for investigation complaint subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety's procedure wsr#, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (14sep2018): this follow-up report is being submitted as a reportable device malfunction MDR. Follow-up (09oct2018): new information received from a contactable consumer included: event details. Follow-up (12apr2019): new information received from product quality complaints (pqc) group included: reaction data (additional event device use error added) and provided product quality investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (23apr2019): new information received from a product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (07may2019): new information received from a product quality complaint included: revised investigation results. Company clinical evaluation comment based on the available information, there is evidence of device use error, described as "wore a lower back and hip wrap and her pants were too tight", which most likely contributed to the event blister. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information, there is evidence of device use error, described as "wore a lower back and hip wrap and her pants were too tight", which most likely contributed to the event blister. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event for menstrual products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross dir

Event description:
Event verbatim [preferred term] thermacare lower back and hip - blisters on her back / she wore a lower back and hip wrap and her pants were too tight and she developed blisters on her back [blister], her pants were too tight/if she hadn't been in such a hurry and had put on looser pants then she wouldn't have had such a problem [device use error] , . Case narrative: this is a spontaneous report from a contactable consumer. This elderly female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date to an unspecified date at unknown dose since back was hurting. Medical history and concomitant medications were not reported. In 2006 or 2005, the patient wore a lower back and hip wrap and her pants were too tight and she developed blisters on her back, so she had not used the back wraps since then. She stated that the blisters from the lower back and hip wrap were her fault. Her nephew was dying, he was like a brother, and she was in a rush to get to the hospital. This was either the first part of 2006 or last part of 2005 when this occurred. She just put on the wrap because her back was hurting and quickly put on some pants and by the time she got to the hospital, she unbuttoned her pants right there in the room, and took off the wrap and she had some blisters on her back. If she hadn't been in such a hurry and had put on looser pants then she wouldn't have had such a problem. Action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event for menstrual products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. As of 23apr2019, additional information received from product quality complaint (pqc) group included investigation results. Root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Additional information has been requested and will be provided as it becomes available. Follow-up (14sep2018): this follow-up report is being submitted as a reportable device malfunction MDR. Follow-up (09oct2018): new information received from a contactable consumer included: event details. Follow-up (12apr2019): new information received from product quality complaints (pqc) group included: reaction data (additional event device use error added) and provided product quality investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (23apr2019): new information received from a product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, there is evidence of device use error, described as "wore a lower back and hip wrap and her pants were too tight", which most likely contributed to the event blister. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information, there is evidence of device use error, described as "wore a lower back and hip wrap and her pants were too tight", which most likely contributed to the event blister. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event for menstrual products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] thermacare lower back and hip - blisters on her back / she wore a lower back and hip wrap and her pants were too tight and she developed blisters on her back [blister] , her pants were too tight/if she hadn't been in such a hurry and had put on looser pants then she wouldn't have had such a problem [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. This elderly female patient started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date to an unspecified date at unknown dose since back was hurting. Medical history and concomitant medications were not reported. In 2006 or 2005, the patient wore a lower back and hip wrap and her pants were too tight and she developed blisters on her back, so she had not used the back wraps since then. She stated that the blisters from the lower back and hip wrap were her fault. Her nephew was dying, he was like a brother, and she was in a rush to get to the hospital. This was either the first part of 2006 or last part of 2005 when this occurred. She just put on the wrap because her back was hurting and quickly put on some pants and by the time she got to the hospital, she unbuttoned her pants right there in the room, and took off the wrap and she had some blisters on her back. If she hadn't been in such a hurry and had put on looser pants then she wouldn't have had such a problem. Action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event for menstrual products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (14sep2018): this follow-up report is being submitted as a reportable device malfunction MDR. Follow-up (09oct2018): new information received from a contactable consumer included: event details. Follow-up (12apr2019): new information received from product quality complaints (pqc) group included: reaction data (additional event device use error added) and provided product quality investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the available information, there is evidence of device use error, described as "wore a lower back and hip wrap and her pants were too tight", which most likely contributed to the event blister. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information, there is evidence of device use error, described as "wore a lower back and hip wrap and her pants were too tight", which most likely contributed to the event blister. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.